Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
Field service engineer (fse) investigated uncommanded movement on the injector and verified the injector was operating within specification. Fse reported that he could not duplicate the issue, tested the injector for proper operation per service checklist (B)(4) and returned unit to service. The technologist that had this problem was out on medical leave and no one else has experienced the uncommanded movement. Also, the site reported that they had recently changed the brand of 60cc syringe they use to bd not the recommended mallinckrodt brand.

Event description:
CT tech, stated that he loaded the syringes, enabled the injector and went to the control room to start the injection. When he pressed start the injector stated there wasn't enough volume in the saline side. He then went back to the injector head again and noted the saline side had retracted, then stated the next time it occurred he was in the room with the powerhead and watched the b-side ram expel then retract without him pushing the buttons. No reported injury.